Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription form was received reporting the following: "periprosthetic fracture. Right side. Extra cortical plate resection just above fracture revision of tibial prosthesis to metal case rotating slim." As reported by territory sales manager: "this patient had a road traffic collision and hit another car at 100 mph so his leg is shattered and the fracture is at risk of protruding through the skin. I imagine it will be a distal femur with a mets tibial component."

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a jts distal femoral replacement was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femoral replacement which was inserted on (B)(6) 2009. The surgeon reported that the patient had a road traffic accident which has caused the periprosthetic fracture. The images provided has shown that the femoral stem has a severe bend with periprosthetic fractures around it. Therefore, the radiographic assessment can confirm the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 20feb2009 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01jan2017 to present for similar reported events regarding femoral periprosthetic fracture involving jts distal femur. There have been 6 other events. Conclusions: an event regarding a periprosthetic fracture involving a jts distal femoral replacement was reported. The event was confirmed by medical review. The sales rep reported that the fracture was a consequence of the road traffic collision.

Event description:
A patient specific implant prescription form was received reporting the following: "periprosthetic fracture. Right side. Extra cortical plate resection just above fracture revision of tibial prosthesis to metal case rotating slim." As reported by territory sales manager: "this patient had a road traffic collision and hit another car at 100 mph so his leg is shattered and the fracture is at risk of protruding through the skin. I imagine it will be a distal femur with a mets tibial component."